Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the device return date , to update , and to provide the completed investigation results. It was confirmed that the actual sample received was not the device reported for this event and was received in error; the actual device was confirmed not to be available. Therefore sections have been corrected to reflect device not available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angioseal device by injecting contrast medium through the procedure sheath followed by an angiogram." It was mentioned in the allegation by the vascular surgeon that completed procedure with the angioseal that "in my best judgment, the angioseal "behaved" normally when released, but was, as I said, misplaced." It is likely that the angioseal was attempted to deploy proximal to the cfa at a tight angle. Based on the additional information obtained, the angioseal was finally deployed and there was no harm to the patient. The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 17aug2021. The patient did not need a vascular intervention to remove the angio-seal device; there was no vascular intervention needed after all. Additional information was received on 20aug2021. The patient, who had been compressed for a long time both by the cardiologists at the hospital and during transport, and on arrival at the emergency department there was hemostasis in the groin and good peripheral pulse plus inconspicuous conditions by duplex scanning. The angio-seal was connected correctly and was still in the groin. They could trigger it without any problems but had the impression that it sat somewhat superficially (they estimate that it had grabbed the fascia edge instead of the tub). There was no bleeding subsequently and continued good peripheral pulse, i.e. The escaped unharmed. The patient went home in well-being that evening. She was subsequently seen by the cardiologists with a small, tender, non-pulsating filling in the groin, which strengthens the suspicion that the angio-seal lies superficially in the fascia / subcutis. The patient had to be transported to another hospital and observed for a few hours, which is why the episode resulted in a minor degree of extended hospital stay. Hemostasis was obtained by compression. In their best judgment, the angio-seal "behaved" normally when released.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a coronary angiography at the hospital the operator experienced an angio-seal device which was not possible to pullback from the patient. The distal end of the device being still under the patient's skin. Another operator was called to help although was not able to do remove the device. The patient was moved to the hospital department for vascular surgery with the stuck angio-seal in situ. The patient was in stable condition when she left with the ambulance to the hospital. The patient status was reported that follow up treatment was needed. Additional information was received on 13jul2021. A 6fr sheath was used. A pre-deployment angiogram was not performed. The patient had a coronary angiogram at the initial hospital and the procedure was uneventful until placement of the angio-seal device.